Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If the device is returned at a later date, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to provide additional manufacturer narrative. The device was not returned but the savelogs were reviewed and it was found that the root cause of the triple images is an initialization issue when the transducer is selected, which occurs roughly 1 in 1000 probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected, i.e. You can see one finger on the image. This issue was resolved in (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.

Event description:
It was reported that during a breast procedure, the ultrasound system generated a triple image and an unspecified error message with the 18l6 hd transducer. The user replaced the transducer to repeat and complete the procedure. The procedure was prolonged by 20 minutes while the replacement transducer was obtained. There was no patient or user injury reported. No additional information was provided.